Manufacturer narrative:
Block h6: device code a150207 is being used to capture the reportable event of device difficult to remove. Device code a0501 is being used to capture the reportable event of balloon detached.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was used during a procedure on (B)(6) 2025. During the introduction of the device, the balloon failed to pass and became kinked. Upon attempted removal, the balloon detached and became lodged in the patient's airway. The balloon was successfully removed, and the procedure was cancelled. The patient experienced no adverse events and remained in good condition but elected not to proceed with balloon therapy.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was used during a procedure on (B)(6) 2025. During the introduction of the device, the balloon failed to pass and became kinked. Upon attempted removal, the balloon detached and became lodged in the patient's airway. The balloon was successfully removed, and the procedure was cancelled. The patient experienced no adverse events and remained in good condition but elected not to proceed with balloon therapy.

Manufacturer narrative:
Block h6: device code a150207 is being used to capture the reportable event of device difficult to remove. Device code a0501 is being used to capture the reportable event of balloon detached. Device evaluation: block h11: the returned orbera balloon was analyzed. A visual inspection was performed. The device was returned outside the packaging with the fill tube after use. During the visual inspection, it is possible to identify the catheter detached from the balloon. The reported event of "balloon detachment of device or device component" could be confirmed. However, there is no objective evidence to confirm the reported events of "device failure to advance, device difficult to remove balloon and catheter kinked". Therefore, it is not possible to confirm these events. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported events. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Additionally, it was confirmed that the following adverse event is anticipated in the IFU: obstruction airway. Based on all gathered information, there is not enough evidence to determine whether the "device failure to advance, device difficult to remove, and catheter kinked" was due to the physician's technique during the procedure or was related to a device malfunction. "Unable to exclude device problem" is selected as the most probable cause for these events. For the event "cancelled/rescheduled post sedation/sedation unknown", it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as "cause not established". For the event "obstruction airway" this is a potential adverse event associated with the use of the device. For this reason, the event is catalogued as "known inherent risk of device" because the reported adverse event is known and documented in the labeling. Most likely procedural factors such as the handling of the device and the technique used by the physician (force applied), could have resulted in the damages encountered in the device. This investigation is assigned a most probable conclusion code of "adverse event related to procedure".